Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.0 x 150, 135cm mustang balloon catheter was advanced for dilation. During the procedure, on the first inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The device was removed without any problem with no damage found on the balloon. The procedure was completed using another of the same device. No complications reported, and patient status was good.

Manufacturer narrative:
Device evaluated by MFR.: device returned for analysis. The balloon, markerbands, tip, and shaft underwent a visual and tactile examination. The balloon was not folded which indicates that the balloon was subjected to positive pressure. A leak test identified a balloon pinhole located approximately at the centre of the balloon. The rated burst pressure for this device as per specification is 24 atmospheres. There were no kinks or damages found on the shaft and tip of the device. Both markerbands were also undamaged in the correct position on the device.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.0 x 150, 135cm mustang balloon catheter was advanced for dilation. During the procedure, on the first inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The device was removed without any problem with no damage found on the balloon. The procedure was completed using another of the same device. No complications reported, and patient status was good.